Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a 4-corner fusion surgery, during insertion of 32mm acutrak 3 screws, three (3) driver tips broke. It was also reported for the second screw, the surgeon had to use an acturak 3 standard screw instead of mini screw "which was not ideal". The surgery was completed by using this standard screw which resulted in the patient receiving "a larger than ideal screw". This issue prolonged the surgery by 5 minutes. No adverse patient consequences were reported. This report is related to report numbers 3025141-2023-00663, 3025141-2023-00664, and 3025141-2023-00665 for the other devices involved in this event.